Event description:
I spoke with patient who has been on IV for about 6-7 months but is reporting that she has recently noticed that when she mixes her cassettes she is noticing air bubbles passing through her extension tubing through the air elimination filter. She says the bubbles are larger, about one-half an inch in size. She says she does prime the liquid with bubbles out of tubing before attaching to herself but says she did not have this happening before and just noticed with new tubing ( lot #3674612). Patient did not experience any issues due to bubbles. Pt was not able to switch to any other tubing with a different lot#. Only had this lot# in hand. She was sent tubing with new lot# and we sent a nurse out to evaluate technique. Reported to (B)(6) by patient/caregiver. Dose amount 26mg/kg/min, continuous, IV. Dates of use (B)(6) 2018 ¿ current. Reason for use pah.